Manufacturer narrative:
Additional information: g3, h2, h6, h10/11. Correction: h6. Per the reporting facility, the intraocular lens (iol) was discarded. No product evaluation was performed. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Per the reporting facility, the device was discarded and not available for return. As such, no product evaluation was performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing.

Event description:
It was reported that during the implant of an intraocular lens (iol) into the patient¿s eye, the surgeon noted a scratch on the central lens optic. The surgeon indicated that the optic had been scratched by the injector during delivery of the iol. The incision was enlarged from 3mm to 5mm to remove the lens intraoperatively. A lens of the same model and diopter was successfully implanted. No sutures were required as a result of the incision enlargement. The patient¿s post op day one examination was good. Additional information has been requested, but has not been received.